Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has been experiencing problems since the device was implanted. The patient also reported that at the last device check the one of the leads were not working, and the patient was having problems with wheezing and could not walk far. The patient stated that after the device was reprogrammed the heart is not skipping beats and the patient has ¿so much energy.¿ the device and leads remain in use. No further patient complications have been reported as a result of this event.